Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. Visual inspection revealed pins 1,2,3,4, and 5 of the connector were damaged and had melted. Carefusion shipped a replacement adapter to the customer to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the units power port was not functioning when the ac adapter was connected. The customer stated that the port seemed burnt. It is unknown at this time whether there was any patient involvement associated with this complaint, however, it was reported that there were no patient issues or incidents reported.